Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "in a meeting with (B)(6) (queens pump pm) (B)(6) followed up on previously reported electrical interference. - an ER tech (B)(6) "served an increase in the incidence rate of electrical artifact when doing ekgs in patient care rooms." (B)(6) reported the results of tests he ran in an e-mail to his management. E-mail and associated complaint. (B)(6) reported that in the west ed they observed "60 cycle interference" on ekgs. Queens main cath lab indicated interference was seen on EKG systems when plugged-in: "60 cycle apparent in the baseline" when the plugged-in pump was moved away the interference subsided. They tested when the pump plug was disconnected, i.e. The pump operating without being plugged into power, the interference subsided. An impact on the phillips monitors at the bedside was also observed in the west campus ICU. (B)(6) indicated that "the power issue makes it seem almost as if you have an ungrounded device." The ekgs at both the main and west campuses are ge EKG machines, albeit west has newer systems. (B)(6) indicated that he and his team would be conducting additional testing on 1/27 and I asked to be invited to observe the testing they will be running. An e-mail that was sent to our fse, (B)(6) from the queens biomed team. You can see that they are emailing back and forth various tests and results. The email discusses more tests completed with videos and pictures. I will request all of this documentation tomorrow. Delay in therapy:unknown. Need for medical intervention:unknown. Death / serious injury: no".